Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device needs to be repaired. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the connector/ pug was broken. The complete device was replaced to resolve the issues as system was deemed not repairable. User mishandling might be the most probable root cause for the broken connector which would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown surgery on an unknown date, it was observed that the vapr3 footswitch device did not function. During in-house engineering evaluation, it was determined that the connector/ plug was broken on the device. There were no adverse patient consequences reported. No additional information was provided.